Event description:
The hub of the catheter was found cracked during inflation. The pt is a male. The target lesion was the mid left anterior descending (lad) artery. When the stent delivery system (sds) was advanced to the lesion and positioned, the physician attached the indeflator (boston scientific) to the hub. There was no excessive force applied to connect the indeflator to the hub. When pressure was applied with the inflation device, it was noticed that the balloon on the sds would not inflate due to a crack in the catheter hub causing a leakage. The sds was removed and the procedure was completed with no injury to the pt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.